Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's diabetic trainer reported via phone call, the customer's insulin pump kept alarming no delivery. Customer's blood glucose was 8mmol/l. She stated the device continued to alarm no delivery every time a new reservoir is inserted in the insulin pump. Troubleshooting was performed and fixed prime was performed in the air and insulin didn't exit. She was advised to push insulin through tubing with plunger manually and she stated there was a greater than normal resistance, insulin didn't exit. Customer's diabetic trainer was advised to change the infusion set and reservoir. The reservoir is not returning for analysis.